Event description:
On (B)(6) 2009, a (B)(6) male was implanted with an ipp device. On (B)(6) 2010 it appears the ipp device was removed and a spectra malleable device was implanted, reason not indicated. Ams has requested additional information.

Manufacturer narrative:
Should additional information become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.